Event description:
Reportedly the right external iliac artery was dilated with a 70x40 balloon. After deployment of the stent, the stent compressed to 9x40 at the proximal end. Another stent was needed to cover the lesion completely. No serious pt injury.